Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d11: added therapy date. G5: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: a product investigation was conducted. Visual inspection: the pfna impactor was recevied with an end cap of an unknown pfna blade stuck on it. There is an very strong mark of an unknown tool at the blue handle of the impactor, most likely the mark was caused by the forcible removal attempt of the blade. Functional test: during the evaluation it was possible to remove the end cap. It was found that the tip of the impactor is in a good condition without visible damages. A function test was performed with a at the cq department available pfna blade. The blade could be attached and locked without any issues, the impactor is functional as required and a malfunction can not be reproduced. Investigation conclusion: the complaint is unconfirmed for the received pfna impactor, the device is functional as required and did not contribute to the complained malfunction that the blade could not be removed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.010.410, lot: l862811, manufacturing site: bettlach, release to warehouse date: 15.may.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11 corrected data: b5; d11: corrected concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: unknown pfna nail (part # unknown, lot # unknown, quantity 1); unknown locking screw (part # unknown, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d4 catalog, lot#, & UDI. G1 manufacturer site details updated. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H11 corrected data. G1 manufacturer contact details corrected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The knock out instrument was blocked with locking cap. Pfn blade remain implanted and was fixed with two screws. There is no scheduled surgery to remove the implant from patient.

Manufacturer narrative:
This report is for an unknown extraction instruments: tfna/pfna/unknown lot number. Without the specific part number, the UDI number and 510k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: intraoperatively a change of a pfna blade was done. When knocking out / extracting the blade, the locking cap pulled off. Therefore, the rest of the implant could not be removed and remained in the patient. Concomitant device reported: unknown pfna blade (part # unknown, lot # unknown, quantity 1); unknown nail (part # unknown, lot # unknown, quantity 1); unknown locking screw (part # unknown, lot # unknown, quantity 1); unknown extraction instrument pfna (part# unknown, lot# unknown, quantity 1). This complaint involves two devices. This complaint involves one (1) unk - extraction instruments: tfna/pfna. This report is 2 of 2 for (B)(4).